Manufacturer narrative:
Bayer radiology service performed a system service checkout of the stellant injector system and it was found to be performing according to specifications. Bayer service verified the site's use of a third party tubing as well as reuse of bayer stellant syringes which are intended for single use only and with bayer stellant tubing according to the product instructions for use (IFU). The hospital has declined clinical applications assistance. The stellant syringe kit IFU contains these statements: intended use: the contents of this package are intended to be used in the delivery of contrast media or saline. They are indicated for single-use on one patient only with medrad stellant injectors. Contraindications: these devices are not intended for multiple patient use, drug infusion, chemotherapy, or any other use for which the device is not indicated. For devices labeled for single use, please note: this product is intended for single use only. Do not resterilize, reprocess or reuse. The disposable devices have been designed and validated for single use only. Re-use of the single use disposable devices pose risks of device failure and risks to the patient. Potential device failure includes significant component deterioration with extended use, component malfunction, and system failure. Potential risks to the patient include injury due to device malfunction or infection as the device has not been validated to be cleaned or re-sterilized. Air embolization can cause death or serious injury to the patient. Do not connect a patient to the injector until all trapped air has been cleared from the syringe and fluid path. Carefully read the instructions for loading and the use of fluidots indicators(where applicable) to reduce chance of air embolism. To help avoid an air injection, medrad syringes are equipped with fluidots indicators. Fluidots indicators should be observed as part of the arming procedure. When the fluidots are viewed through an empty syringe, the dots appear as small narrow ellipses. When viewed through a full syringe, the dots become larger, almost round. The stellant operation manual contains these instructions: before beginning the arming process: ensure all air has been expelled from the fluid path and the programmed parameters are correct. Carefully inspect all tubing and syringes, then acknowledge the inspection has occurred by pressing check for air on the injector head. A yellow illuminated check for air indicator on the dcu touch screen confirms check for air was pressed. Note: if the fluid path was checked, and check for air was not pressed, the system will request the operator for confirmation at the dcu that air was expelled as part of the arming process. The stellant with certegra workstation operation manual contains this warning: air embolism hazard - serious patient injury or death may result. Use only bayer approved disposable products. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event. In the event additional information is received, a follow-up report will be submitted.

Event description:
A site reported the following to the (B)(6) authorities: a patient suffered an alleged injection of 30-60ml of air while connected to the stellant injector system (sn (B)(4)). The site reported using a third party reusable tubing set connected to a 500ml bottle of contrast media to fill a previously used bayer stellant syringe. The subject patient was to receive 100ml of contrast. The user proceeded to draw up 100ml of contrast into the syringe from the 500ml contrast bottle; however, once the remaining contrast was drawn from the 500ml bottle (amount unknown), the contrast bottle became empty lending the user to draw air into the syringe (approximately 30-60ml). The operator failed to properly prime the syringe and tubing, consequently, the user injected the patient with the syringe contents. The patient was admitted for observation and discharged later that same day.